Event description:
It was reported that during testing conducted at the manufacturer facility that housing of the battery is fractured at the weld. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility that housing of the battery is fractured at the weld. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
Through service, the technician found that the battery weld was compromised and had multiple cracks, some originating from the weld seam. The battery had fluid on the exterior of the battery and the technician indicated that the substance appeared to be dry water. The product was scrapped by stryker.